Event description:
Customer called to report the insulin pump had scratches on the display screen. Blood glucose reading was 176 mg/dl. The customer did not know how the damage occurred. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with a severely scratched display window, cracked battery tube threads, cracked reservoir tube lip, and scratches on the reservoir tube window.